Event description:
As reported: patient presented with cold leg on left side post procedure in recovery. Physician notified clinical that patient would be going to or for surgical repair. A complete endarterectomy was performed along with manta removal.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the left common femoral artery. The vasculature was noted as >8.0mm, mild to moderate posterior calcification, posterior wall calcification, mild tortuosity in the common iliac, and a deployment depth measurement of 3cm + 1cm. Micropuncture and ultrasound were utilized to gain an upper-central positioned access after two attempts. The left iliac was ballooned directly below the aortic bifurcation prior to the device sheath insertion. Following deployment, hemostasis was immediate, and the patient was transferred to recovery. While in recovery, the patient presented a cold left leg and the physician notified clinical the patient will be transferred back to the or for surgical intervention. A complete endarterectomy was performed, and the manta device was explanted. The root cause of the cold leg post deployment is possibly due to lose plaque breaking off the artery wall during ballooning prior to sheath insertion and potentially interrupting the proper seating of manta once deployed. Or potentially from collagen dispositioned in the vessel or a dissection occurred during initial access, possibly causing manta to prop the dissection open, blocking flow. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no information pertaining to manta positioning during the surgical intervention, and no angiograms submitted for investigative purposes, the cause for this occlusion cannot be determined. The IFU lists warning not to use manta if there is marked tortuosity of the femoral or iliac artery; and do not inflate a contralateral balloon in the femoral or iliac artery during manta sheath exchange or the manta closure procedure. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, procedural preparation states confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.